Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches for years shortness of breath, nasal irritation, lightheaded, dizzy, patient states odour coming from the mechine related to a bipap device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging headaches for years shortness of breath, nasal irritation, lightheaded, dizzy, patient states odour coming from the mechine related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, followup report will be filed.section g1 was corrected and h6 updated in this report.